Manufacturer narrative:
Batch review performed on 02 june 2023. Lot 188566: (B)(4). Items manufactured and released on 08-jan-2019. Expiration date: 2023-12-12. No anomalies found related to the problem. To date, 35 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 years after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the liner (11mm to 13 mm) and the surgery was completed successfully.